Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering. The customer¿s blood glucose was 27.7 mmol/l at the time of the incident. The customer's other blood glucose was 4.2 mmol/l. The customer was generally feeling tired. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they had a backup plan available. The customer stated that the drive support cap appeared normal or slightly indented. The insulin pump will not be returned for analysis.